Event description:
Caller reported that the mobile app froze during a cartridge change while filling the tubing. There was no adverse impact to the customer's blood glucose level. Despite guidance from technical support to uninstall and reinstall the app and attempt a pump reset, the caller was unable to resolve the issue. Customer reverted to an alternate method of insulin delivery.